Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced high and low blood glucose. Customer reported that blood glucose was 600 mg/dl. Customer woke up with low blood glucose twice of 22 mg/dl and passed out and was treated with glucagon shots on (B)(6) 2016. Customer was not able to adjust the time on insulin pump and am and pm could not be adjusted and had to adjust basal rates to accommodate incorrect time; dates were also incorrect. Insulin pump also received a no delivery alarm. Customer also reported that reservoir had more insulin than what was showing on status screen. Insulin pump passed displacement test. Customer believed that insulin pump was over delivering but was not able to troubleshoot due to not feeling well. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The units on the status screen matched properly with units left on the water fill test reservoir tube. No display anomaly noted during our testing. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.